Event description:
It was reported that the representative was notified of the arctic sun device was shutting off during use. Representative also stated they reported alert 51 (patient temperature 1 below control range), 50 (patient temperature 1 erratic), 15 (unable to obtain a stable patient temperature), 14 (patient temperature 1 probe out of range), 11 (patient temperature 1 below low patient alert) . Per email response received on (B)(6)2023 , the event occurred on (B)(6)2023 , the device was being used on patient with no injury or impact to the patient. Nurse manager stated that the device turned off (lost power) unexpectedly and rebooted, but patient was able to resume therapy. Since the device was still under warranty the device is coming in for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, alerts were not able to be reproduced. Nurse manager stated that the device turned off (lost power) unexpectedly and rebooted. Control panel was replaced. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. The device was in use on a device patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the actual/suspected device was inspected

Event description:
It was reported that the representative was notified of the arctic sun device was shutting off during use. Representative also stated they reported alert 51 (patient temperature 1 below control range), 50 (patient temperature 1 erratic), 15 (unable to obtain a stable patient temperature), 14 (patient temperature 1 probe out of range), 11 (patient temperature 1 below low patient alert). Per email response received on 24jan2023, the event occurred on 11jan2023, the device was being used on patient with no injury or impact to the patient. Nurse manager stated that the device turned off (lost power) unexpectedly and rebooted, but patient was able to resume therapy. Since the device was still under warranty the device is coming in for evaluation.